Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was on the tip of a bd emerald¿ syringe with needle. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: the complaint history for the lot# 17d2571 was reviewed and no complaint was recorded for the reported defect ¿foreign matter. Dhf was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 17d2571. Log sheet showed a loose shield problem, loader 1 & 2 flange position setting problem, transversal cutter problem, syringe loader 1 dispenser problem & secondary packaging machine belt damage is recorded in primary packaging during manufacturing of lot #17d2571. No stoppages problem is recorded in printing & assembly machine during manufacturing of lot# 17d2571. No problem is recorded in barrel molding machine during manufacturing of lot# 17d2571. The team reviewed the in-process inspection performed during the manufacturing of customer reported lot# 17d2571 which conforms to specification limit, no defects were observed during inspection. The foreign particle as seen in customer return sample in the tip of barrel nozzle was analyzed. The team found some suspected areas in the barrel molding process where contamination could occur. As an immediate correction an awareness training was provided to all the concerned associates involved in molding process and as a corrective action the open space in the conveyor on barrel molding machine will be covered with appropriate covers. The foreign matter on the customer return sample seems to be grease. However, throughout the molding process the grease used for lubrication is a food grade grease and is not harmful if inhaled or ingested, the same is mentioned in the material safety data sheet (msds) provided by the grease manufacturer. An awareness training was provided to all the concerned associates involved in molding process by showing the customer return sample. Additional corrective action was to provide appropriate covers both ends of on the barrel molding conveyor across the width of conveyor belt.